Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. In this MDR, bd franklin lakes, nj has been listed in sections d.3. And g.1. As the manufacturing site is unknown.

Event description:
It was reported by customer that the syringe loaded with visual amount of 30 ml and module volume reading is 28.6. Event details: stated concerns over syringe accuracy reading vtbi with syringe module with no information about actual/current patient involvement example- syringe loaded with visual amount of 30 ml and module volume reading is 28.6. No patient harm reported.

Manufacturer narrative:
(B)(4). Follow up. As no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of defect during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure.